Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. The customer reported that they will not return the defective pcb.

Event description:
The customer reported that the vela ventilator has transducer fault. The reported event happened during use on a patient and was transferred to another ventilator. No patient harm was reported.